Manufacturer narrative:
(B)(4). Batch #: u95c1e. Additional information was requested and the following was obtained: what part of the device is the ¿tip¿? At the end of the device did the electrode ceramic separate or break off? No. Did the I blade get damaged or break off? Yes. Is the jaw damaged but not broken off? No. Is the top jaw loose but not detached? No. Is the top jaw ptc material damaged? No. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during use in a laparoscopic liver resection the tip of the device fell off. Another device was opened and used. No patient consequences.